Event description:
This pt was randomized to the clinical trial in 2005. The index procedure was an emergent case as the pt arrived with an acute myocardial infarction.the first target lesion was at the left coronary circumflex and was 30mm in length. The pt received two cyper des. The second target lesion was at the lad and three cypher des were implanted overlapping each other. It is unk if the lesions were pre-dilated. The lesion at the circumflex was post-dilated with a 2.75xunk balloon. Pre and post procedure timi flow are unk. In 2006, the pt returned for six -month follow-up. A cag was conducted and revealed cto at the target lesion in the circumflex. The restenosis was located at the junction where the two stents overlapped. The lesion was treated using a cypher des.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing report#: 9616099-2006-00783 and 9616099-2006-00782. Any additional information will be submitted within 30 days of receipt.